Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure. According to the complainant, the device would not cut through the polyp, although tissue blanching was observed. It was reported that there was excessive bleeding due to this issue, and they used a hemostatic clipping device to stop the bleed. There was no visible damage to the complaint device prior to use. The procedure was completed with another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact procedure date is unknown; however, it was reported that the procedure was performed on a weekend. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event: wire failed to cut. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.